Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the response buttons were non-functional. The cause for the failure was isolated to defective response button switches. The root cause for the defective switches could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor response buttons weren't working.